Manufacturer narrative:
Apoc incident # (B)(4). Cartridge lot to be investigated should lot# become available. Product: 03p90-25, lot#: unknown at the time of this report. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat analyzer sn (B)(4) that yielded a suspected discrepant troponin result on patient. There was no patient information at the time of this report. Collection and test times were not available at the time of this report. Return product is not available. Date: unk, result: 0.30, method: I-stat; unk, 0.03, regional hospital. Per I-stat system manual: art: 714258-00q: reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There is no patient information, times, date of test at this time. The customer is alleging the analyzer and wants it checked and repaired. An additional incident ((B)(4)) was opened for the cartridge but there is no cartridge lot provided. Should new information become available that reasonably suggests a malfunction exists, reportability will be re-evaluated. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 12/04/2018. The customer reported that analyzer s/n (B)(4) produced unexpected troponin results and overflow errors. Failure analysis did not reproduce the customer complaint. Analyzer s/n (B)(4) functioned according to specification during testing and produced results that were within the acceptance values. A rocketware search spanning six months revealed one similar incident and no evidence of a trend. No deficiency has been identified.